Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for an unknown dbs therapy. It was reported that the patient was getting elevated impedances of 8 ,000 while testing on the tablet. The caller received a call from the MRI physicist regarding the impedances which were used with the tablet. The caller didn¿t have the patient or managing hcp name. The caller inquired about the dbs app report not showing the default impedance test value. It was discussed it wasn¿t on the report, but the caller thought it should be included. It was noted that the patient may have had elevated impedances but resolved impedances at a higher test measurement or similar. The caller did not know that information. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
When the rep was asked if the impedances had resolved or tested with the 8840 it was stated that it was unknown. The resolution of the high impedances was also unknown. There were no further complications reported.